Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via telephone call that the customer was hospitalized with a high blood glucose of 601 mg/dl. The customer had been tired and not wanting to eat. The customer was treated with a manual injection, removed from the insulin pump and placed on an insulin drip. It was reported that the customer began to have readings over 400 mg/dl on (B)(6) 2016. The drive support cap was normal and recessed. The doctor found a tiny air bubble near the reservoir and was assisted in priming it out. Insulin exited with a manual prime and no leaks were observed. The time and date were correct and the bolus and basal settings were programmed correctly and that the bolus history was correct. The insulin pump passed the high pressure test. The doctor was advised to change out the entire set.